Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 254 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The blood glucose was 156 mg/dl but the sensor glucose was lower than 40 mg/dl, so the sensor was way off and then the blood glucose recorded was 245 mg/dl. After breakfast the sensor glucose was 90 mg/dl with 3 down arrow and blood glucose was 215 mg/dl. The customer felt light head. After checking the sensor glucose was 145 mg/dl but the blood glucose was 73 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 40 mg/dl. Suspend on low limit in sensor settings was 75 mg/dl. The device will not be returned for analysis.